Event description:
Information received from the field notes that after the device was interrogated, no pacing was observed. Prior to interrogation, the device was pacing at 70 ppm. After the telemetry wand was removed, the pacing rate gradually increased to 70 ppm. The varying pacing rate was observed multiple times. The patient's intrinsic rate was about 32 bpm. The next day, interrogation revealed dashes (---) which could not be resolved with programming.